Manufacturer narrative:
Additional information was requested for further investigation; however, it was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of intermittent discrepant results for 2 patient samples tested for sodium (na) on a cobas c 111. Patient 1 initial na result was 121.8 mmol/l. The repeat result was 136.1 mmol/l. On (B)(6) 2019 patient 2 initial na result was 115.2 mmol/l. The repeat result was 141.4 mmol/l. The results in question were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The customer has changed the ise tower.